Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that some calibrations appeared to estimated values and there were instances where calibrations were done during periods of rapid glucose change. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Post re-link, there was better agreement between the bg/sg considering the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. The user was advised to continue using the system and to reach out if they had additional concerns. Per dms review, the user was using the system with up to date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.